Manufacturer narrative:
UDI (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Hip revision due to femoral head fracture. It has been reported by the hospital that a patient underwent an initial hip replacement procedure. Subsequently, a revision procedure was performed due to ceramic head fracture. According to the hospital, and, despite an extremely careful approach, it cannot entirely be excluded that micro fragments of the ceramic implant have been left in the patient.

Manufacturer narrative:
(B)(4). Product has been returned to biomet UK ltd for evaluation and forwarded to a research engineer for investigation under a material analysis report ((B)(4)) created from within the complaint. The detail of the investigation is contained within the failure analysis report ((B)(4)). Discussion summary (from (B)(4)): a fractured biolox forte ceramic head was revised 11 days after the initial procedure due to its fracture following the patient¿s fall. The fragments were received in the research department for evaluation. Post primary radiographs were supplied and the inclination angle of the acetabular component was estimated to be approximately 51.2°. This is slightly higher than the recommended inclination angle of 45° however in this instance it seems that the main contributing factor to the fracture of the ceramic component is likely to be the traumatic incident experienced by the patient as they were returning home after the primary procedure. ¿while leaving it [the ambulance] backwards, a plastic stool slipped and the patient fell on the left hip; the right leg hit the ground¿. This would have caused abnormally high stresses during the impact that may have resulted in the premature failure of the head. The mhr related to the involved product has been reviewed by biomet spain with the following result: the manufacturing order ((B)(4)) related to the involved product (item number 164197; lot number 2017060920) has been reviewed and do not show any non-conformity, rejection or concession. All the lot ((B)(4)) was accepted at the time of manufacturing. A review of the complaint database has found no similar complaints reported with this item # / lot # combination. A review of the complaints data base for the past 3 years has found one similar reported event for this item family ((B)(4), notification 03 mar 2016). Investigation has concluded that in this instance the main contributing factor to the fracture of the ceramic component is likely to be the patient falling and the operated leg hitting the ground. This would have caused abnormally high stresses during the impact that may have resulted in the premature failure of the head. However, with the available information the exact root cause for the fracture of the femoral head cannot be determined. Investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and investigated, and subsequently a supplemental report will be provided where deemed required.